Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for the past few days they have been seeing a return of symptoms. Patient stated they get no warning and they are just like oosh and they have to run and don't make it to the bathroom in time. Agent asked if patient has tried adjusting stimulation to a higher level and patient said they did but they don't know what they are doing. Patient said the last time they saw the doctor they adjusted the therapy to a different program. Patient also mentioned they were having surgery and they were told to turn stimulation off, but they were device turned off. Patient thinks they messed something up and it hasn't been right since then. Agent walked patient through how to use the external equipment but on call patient stated that they had not charged the tm90. Patient p lugged in communicator and confirmed it was charging. The issue was not resolved through troubleshooting. Caller stated that they will leave the tm90 charging and will call ps back tomorrow for further assistance changing programs. Additional information was received on 2025-jun-12, the patient said they noticed in the past week they are not making it and they gotta go real fast or they do not make it. Pt requested assistance to make a therapy adjustment. Worked with pt to use their equipment to increase stim confirming it was comfortable in their bike seat region. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.